Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The main board (pcba) was replaced to address the issue. Review of the device data logs also revealed multiple occurrences of total power failure due to depleted battery. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported event was due to software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient harm or serious injury reported as a result of this incident.